Event description:
Patient received 7 inappropriate shocks due to lead fracture. Patient was admitted to the hospital and defib was deactivated once external defib was attached. Lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.